Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer received a result of 200 mg/dl. She experienced hypoglycemic symptoms and called the paramedics shortly after. The paramedics arrived and tested her blood glucose on their meter, and the result was 50 mg/dl. She was treated with sugar water. No further details were provided. The alleged product was requested for evaluation.